Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed two openings striated assessed as to surgical damage. Observed a delamination partial in the plug strap disk shell assessed as adhesive failure. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ white calcification observed in the surface of the device.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to product concern. Device explanted. Later, healthcare professional reported deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to product concern. Healthcare professional later reported left side "implant (saline) was deflated prior to surgery". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.